Event description:
During posterior spinal fusion surgery, a mobile siemens fluoroscopy c-arm was needed to image the equidistance of the pedicles. After angling the c-arm into the m-position, the image intensifier moved downward and contacted the awl tool, which penetrated the vertebral body. There was no trauma to the spinal nerves or any other surrounding tissue.